Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received inappropriate shocks on several occasions. X-ray confirmed the electrode is fully inserted into the device header and no sternal wires were identified. System evaluation identified noise on the primary vector; therefore, the device was reprogrammed to secondary vector which is a good signal. A boston scientific technical services consultant discussed the potential reasons for the noise which is unknown at this time. The patient will continue to be monitored. No adverse patient effects were reported. It was reported that this patient received an additional inappropriate shock. The episode showed noise, reduced r-wave amplitude which was oversensed resulting in the inappropriate therapy. A boston scientific technical services consultant documented the reported clinical observations and recommended troubleshooting. No adverse patient effects were reported.

Event description:
It was reported that this patient received inappropriate shocks on several occasions. X-ray confirmed the electrode is fully inserted into the device header and no sternal wires were identified. System evaluation identified noise on the primary vector; therefore, the device was reprogrammed to secondary vector which is a good signal. A boston scientific technical services consultant discussed the potential reasons for the noise which is unknown at this time. The patient will continue to be monitored. No adverse patient effects were reported. It was reported that this patient received an additional inappropriate shock. The episode showed noise, reduced r-wave amplitude which was oversensed resulting in the inappropriate therapy. A boston scientific technical services consultant documented the reported clinical observations and recommended troubleshooting. No adverse patient effects were reported. It was reported that this patient received another inappropriate shock due to external noise which went away immediately after the shock was delivered. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed to provide additional information that the product has been turned off and replaced. This subcutaneous product was replaced with a transvenous product. The subcutaneous product was abandoned. There were no additional adverse patient effects. It was reported that this patient received inappropriate shocks on several occasions. X-ray confirmed the electrode is fully inserted into the device header and no sternal wires were identified. System evaluation identified noise on the primary vector; therefore, the device was reprogrammed to secondary vector which is a good signal. A boston scientific technical services consultant discussed the potential reasons for the noise which is unknown at this time. The patient will continue to be monitored. No adverse patient effects were reported. It was reported that this patient received an additional inappropriate shock. The episode showed noise, reduced r-wave amplitude which was oversensed resulting in the inappropriate therapy. A boston scientific technical services consultant documented the reported clinical observations and recommended troubleshooting. No adverse patient effects were reported. It was reported that this patient received another inappropriate shock due to external noise which went away immediately after the shock was delivered. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received inappropriate shocks on several occasions. X-ray confirmed the electrode is fully inserted into the device header and no sternal wires were identified. System evaluation identified noise on the primary vector; therefore, the device was reprogrammed to secondary vector which is a good signal. A boston scientific technical services consultant discussed the potential reasons for the noise which is unknown at this time. The patient will continue to be monitored. No adverse patient effects were reported.